Manufacturer narrative:
During follow-up it was noted that the lift was inspected by a third-party technician, and it was found to be working as intended, minor issues were identified with the device's handset lead (unrelated with the reported event), which was replaced. From the pictures provided it was also noted that the sling involved in this event was not a liko sling, however, it was not possible to visually inspect it as its location was reportedly unknown. No additional information was provided regarding the reported patient injury. The device user manual states: using lifting accessories other than those approved can entail a risk. Find generally recommended sling bars and accessories for liko m220/liko m230 mobile lift described below. For liko m220 and liko m230 mobile lift all slings compatible with universal slingbar 450 are recommended. The universal slingbar user manual states: universal slingbar can be used in combination with liko slings that attaches to the sling bar using sling loops. Universal slingbar 350/450/600 can be used in combination with liko slings intended for two connection points on the sling bar. For additional guidance in selecting a sling, study the operating instructions for the respective sling models. There you will also find guidance for combining liko sling bars with liko slings. In this event, the customer did not provide the necessary information to determine the severity of the reported injuries. At this time, there is no indication that the reported injuries were serious in nature, and there was no report of required medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure. Additionally, it was noted that the device was functioning as designed. The exact cause of the reported event is currently undetermined; however, a use error/misuse of the device by incorrect sling selection cannot be ruled out. If a similar event were to recur, it could cause or contribute to a serious injury or death. Prevention of this type of events is outlined in the device user manual as stated above. If any additional and relevant information is received, the case will be re-assessed accordingly.

Event description:
It was reported that a patient fell out of the sling while was being transferred with a liko m230 lift and sustained a head injury of unknown severity. Additional information regarding the reported event, including the exact sequence of events, severity of the head injury, and eventual medical/surgical intervention provided, were requested but are not available at this time. This incident was captured under hillrom complaint ref # (B)(4).

Manufacturer narrative:
Liko m220 and m230 mobile lifts are easy-to-use mobile lifts primarily intended for use in nursing homes. Both models are excellent aids for daily transfers of adults and children; for instance, for transfers to and from a wheelchair, toilet and floor. The models differ in the way the base width is adjusted while both lifts feature an electric lift mechanism. Liko m230 mobile lift has an electric base and liko m220 mobile lift a manual base for opening and closing the legs. In this event, the customer did not provide the necessary information to determine the severity of the reported injury at this time. Additionally, the exact cause of the reported event is currently undetermined. Investigation is on-going, all additional and relevant information received in the course of the investigation will be provided in a final report.

Event description:
It was reported that a patient fell out of the sling while was being transferred with a liko m230 lift, and sustained a head injury of unknown severity. Additional information regarding the reported event, including the exact sequence of events, severity of the head injury, and eventual medical/surgical intervention provided, were requested but are not available at this time. This incident was captured under hillrom complaint ref # (B)(4).